Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. The (4f) 6.0 x 40/135 sterling balloon was advanced and inflation was performed (1st inflation was 8atm) and upon the 2nd inflation, the balloon ruptured at 8atms. The procedure was completed with another sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).